Manufacturer narrative:
Product analysis: the product remains implanted. In addition, no serial number was provided; therefore, no device history review could be performed. Conclusion: based on the limited information available, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, or additional information provided a follow up report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information, during a presentation at the heart valve society of america conference, that this bioprosthetic valve (27mm), implanted an unknown duration (subcoronary technique), developed aortic stenosis and insufficiency. Due to the patient's risk category the patient was not a candidate for transcatheter implant, therefore, mini-sternotomy was performed. It was reported that the valve was somewhat calcified at the subcoronary suture line and was extremely crumbly like "gorgonzola cheese". The valve was debrided and another valve implanted inside the freestyle valve. It was reported that shortly after the surgery, the patient presented with sternal wound drainage and infection and was treated accordingly. At this time, there was no indication of endocarditis and there was no embolism. The valve remains implanted. The patient has a history consistent with aortic valve replacement, coronary artery bypass grafting, ascending aorta replacement, resternotomy for hemorrhage, and sternal rewiring after debridement for sternal wound infection.